Manufacturer narrative:
It was observed that the bisectors did encounter some resistance while they were passing through the main seal in the handles of both devices. However, the degree of sticking was not abnormal; most devices experience some resistance in this area of the handle since the seal opening is slightly smaller than the overall diameter of the bisector mechanism. The seal opening is sized to maintain a tight seal around the shaft of the bisector. Once through the main seal, there was little or no resistance in the cannula section of both devices. Therefore, the customer complaints are not confirmed.

Event description:
The hosp reported that during the saphenous vein harvesting procedure, two bisectors had trouble sticking when being moved in and out of the harvesting cannula. A replacement was used to complete the procedure. No pt complications were reported.